Manufacturer narrative:
Medical devices continued: a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated short v-v episodes, and there was possible oversensing observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.